Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens was not deployed due to a hole or partial tear in the lens. This issue was identified during handling. There was no patient contact. A backup lens was used immediately without any issues. Additional information revealed that the plunger had pushed through the middle of the lens. The patient is doing good. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: march, 19,2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the plunger rod was partially advanced. Viscoelastic residue was not observed to be distributed evenly throughout the cartridge indicating an inadequate amount of ovd may have been used which could contribute to the complaint issue. Stress marks were observed on the cartridge tip but are in specification for a used device. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues. No plunger rod issues were identified. Plunger rod advancement was inspected revealing no resistance. No lens was received for evaluation and no further evaluation was performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.